Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was still intact. Top case is cracked by front corners. No damage on bottom case. Plunger head is cracked by screws. The device history log showed pump motor drive phase b post also battery depleted alarm also was found in ehl. The device was testes using the power up process. During testing the tech was unable to duplicate the pump motor drive phase b post at power up. It was found this alarm can occur if pump is not plugged into ac power during power up, and the battery nearly depleted (battery depleted alarm in ehl). The root cause was found to be user error - battery depleted alarm was found in ehl. The tech replaced battery for preventive due to battery was over 4 years old. Performed pm maintenance and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a pump motor drive failure. No patient injury reported.